Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module experienced a channel error during use, while infusing trastuzimab at 3:30pm on (B)(6) 2025. There was patient involvement but no harm.

Event description:
It was reported that the large volume pump module experienced a channel error during use, while infusing trastuzimab at 3:30pm on (B)(6) 2025. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pump module displayed channel error was confirmed and replicated during laboratory testing. Durning the internal inspection, the air-in-line (ail) assembly was removed from the bezel, it was noted that the optic sensor (op1) on the ail pcb was found to be broken. The air-ln-line (ail) sensor was temporarily replaced with a known-good dchu ail assembly sensor for testing purposes only. The suspect device was attached to the concomitant pcu, the operating system loaded without any error or malfunction. With the known-good dchu ail sensor installed, a basic infusion was performed. The infusion was programmed for a duration of twenty-four (24) hours. The infusion was completed successfully with no errors or malfunctions. Alaris system maintenance (asm) preventive maintenance (pm) testing was performed on the suspect pump module. Asm was used to evaluate the source pump module and determine if the device is operating in specification. The pm task completed with no errors or malfunctions. The motor stall - ail assembly issue was escalated via dir# 10000433430. The event date was reported to have occurred on 04 september 2025, at 3:30 pm. A review of the pump module error log showed a channel error occurred with the error code 222.4040 (sync failure) was recorded on 04 september 2025 at 3:29 pm, twice. Review of the pcu event log, on04 september 2025, at 2:15 pm, the pcu was powered on, the profile in use as identified as oncology. A guardrails drugs of trastuz deruxtecan was programmed for one-and-a-half-hour duration with the following parameters: drug amount of 321 mg, diluent volume of 127ml, patient weight of 73kg, dose of4.4mg/kg, rate of 84.7ml/h, volume to be infused (vtbi) of 127ml, and concentration of 2.529mg/ml. Between 2:16 pm and 2:21 pm, the suspect pump module alarmed air-ln-line four (4) times. At 3:29 pm, the suspect pump module alarmed a channel malfunction error code 222.4040(sync failure), with a primary volume infused (pvi) recorded of 97.916ml. Bd alaris system channel error tip sheet states to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris pc unit during the alarm state. Return the affected module to your facility's biomed department. The bd alaris system with guardrails suite mx user manual v12.3.2 states that do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported displayed channel error was identified to be due to a broken optocoupler (op1) located in the air-in-line (ail) sensor assembly. Inadequate manufacturing procedure (mp) leads the ail op1 infrared/encoder led hitting lvp camshaft encoder flags or motor assembly. As a result, the ail op1 infrared/encoder led would be impacted including solder joint integrity, microcracks or bending. Note that this report lists imdrf annex a0404, g0301201, c07, d15, a0721, g02005, c0201 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.